Event description:
Customer reported hospitalization due to low blood glucose. Hospital unable to get the reading of the low blood glucose. Customer passed out on airplane. Customer had a high blood glucose of 442 mg/dl. Customer treated with 10 units of insulin. The insulin pump alarmed button error. Explained to customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button response and button error alarm due to corroded keypad traces. Unable to perform functional test including displacement, prime, basic occlusion, occlusion and no delivery tests due to no button response. The insulin pump had cracked case window display corners and scratched lcd window.